Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. It was noted the impedances started to increase in 2017. Technical services recommended commanded shock testing to test the integrity of the system. The patient was brought in for further troubleshooting and the physician planned to replaced the rv lead. At this time the ICD and rv lead remain in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated this rv lead was surgically abandoned and replaced. The ICD remains in service. No additional adverse patient effects were reported.